Manufacturer narrative:
The customer's biomed tested the unit with a balloon and trainer for three hours but no alarms were activated. The customer's biomed performed leak tests and verified the transducer offsets in the service diagnostics menu were within range. The customer's biomed stated that he will call for service if the user is not comfortable using the unit. (B)(4).

Event description:
The co service rep received a call from the customer's biomed reporting that their iabp displayed a "rapid gas loss" alarm four times. The first two alarms occurred one hour apart, and the last two, three to four minutes apart. The patient was switched to another unit and therapy was continued. No patient injury was reported.